Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during priming test due to force sensor damaged by moisture. Unable to perform basic occlusion test, occlusion test, excessive no delivery test or displacement test due to prime anomaly. The insulin pump was received with a cracked case at lcd window corners.

Event description:
The customer reported that he was hospitalized with a blood glucose of 455 mg/dl. The customer stated that he experienced fatigue, dizziness and confusion. The customer also reported being hospitalized on (B)(6) 2012 with blood glucose levels greater than 550 mg/dl. The customer stated he treated with manual injections prior to the event, but his blood glucose continued to elevate. During the same conversation, the customer stated that he was also hospitalized on (B)(6) 2012 with blood glucose levels greater than 400 mg/dl. The customer had no details regarding this event as it was so long ago. The customer stated that his hcp wanted his current insulin pump replaced. Nothing further was reported.